Manufacturer narrative:
Visual inspection found an external insulation abrasion breaching the ring electrode cable lumen between the shock coils. Three internal insulation abrasions breaching the ring electrode cable lumen were found; two between the shock coils and another proximal to the superior vena cava shock coil. The cause of the external insulation abrasion is consistent with friction to another implanted device or feature of the anatomy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a competitor device procedure not related to the lead, externalized conductor was observed via flouro. No electrical anomalies were detected. The lead was electively explanted.